Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be responding appropriately to button presses. The keypad was removed an no issues were found with the button contacts.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the ok button was stuck in the down position resulting in multiple zero bolus in the pump history. The issue was not resolved with training. There was no evidence of product misuse. The animas product is being returned for investigation. The patient was advised to go to the backup as needed. There was no adverse event associated with this complaint.